Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to troubleshoot ing the iabp with the biomed and found the iabp was not fully inserted into the cart. As soon as the iabp was pulled out and placed back in the batteries began charging. The unit will be tested this week to ensure no further problems.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a low battery alarm and unexpectedly shutdown. The batteries indicated less than 15 minutes left and when the iabp was plugged in it did not indicate it was receiving power or charging. Multiple outlets were tried with the same out come. The iabp was switched for another. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The troubleshooting was completed over the phone. Customer checked the functionality of the pump and battery connection. Then the unit is cleared for clinical use. (Initially it was reported that the getinge fse evaluated the unit).

Event description:
N/a.